Event description:
It was reported that during transport of the fabuis gs 1, castor of the device's trolley became detached and the device tilted. A monitor that stood on top of the device fell down. No injury was reported.

Manufacturer narrative:
The investigation has been started, but is not finished. Final evaluation will be provided in the follow report.